Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, diabetic ketoacidosis, and seizures. The cause of the high bg was unknown, and a specific bg value was not provided. Reportedly, the customer required assistance from family and paramedics addressing the bg level. Customer declined further troubleshooting.